Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months. The pump remains in use supporting the patient. A correlation between the device and the reported infection and gi bleeding could not be determined. Infection and bleeding are listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a (B)(6) driveline infection and was treated with 6 weeks of IV vancomycin and chronic bactrim suppression at home. A history of previously unreported gi bleeding was also provided. An unspecified time later, the patient presented to the emergency department for right upper quadrant pain, associated with non-bloody, non-bilious emesis one day prior to admission. A CT scan of the abdomen and pelvis preliminarily showed no large discrete fluid collection around the device or driveline. There was minimal fat stranding noted around the driveline but no pericholecystic inflammatory change, no evidence of hydronephrosis, or bowel obstruction. Another read of the abdomen/pelvis CT showed a superior mesenteric artery aneurysm, which was subsequently verified via computed tomography angiography (cta) on (B)(6) 2015. The cta also revealed multiple other aneurysms, which were likely mycotic in nature. A splenic large heterogeneous splenic hypodensity suspicious for abscess was also present. The patient was re-started on vancomycin and was subsequently discharged home on (B)(6) 2015 on a vancomycin infusion for 6 weeks. The (B)(6) driveline infection is reportedly ongoing, with the patient continuing on clindamycin indefinitely.